Event description:
It was reported, that "the trach leaked." There was no reported patient injury and/or change in therapy. Note: the involved device has not been returned as of the date on this report.